Manufacturer narrative:
All of the buttons functioned properly during our testing however, moisture damage was found on the keypad traces during our visual inspection. The insulin pump has normal operating currents. The insulin pump was monitored, no weak battery alarms occurred during our testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed multiple battery issues. Customer's stated that his endocrinologist recommended that he call to have the pump replaced. Customer's blood glucose reading was between 100-120 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.